Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement (clip open ¿ efaa/establish final arm angle/testing the lock). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
User facility medsun (B)(4) received that states "during a transcatheter-edge-to-edge repair of the mitral valve (teer) the mitraclip did not lock requiring him to place another one. Vendor was present during case and witnessed issue. Defective item sequestered. What was the original intended procedure? Teer what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working)." It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was unable to pass lock check as it opened continuously. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.